Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display. The blood glucose level was 250 mg/dl. Customer treated with bolus for high blood glucose. Troubleshooting was performed and it was observed the screen went blank and everything disappeared and a few seconds later the progress bar came back on, without touching anything. The product will return for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, off no power anomaly and missing segments or partial display noted. Device received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.